Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt the patient developed complications and the physician was unable to place the lead. The patient had a temporary pacing wire implanted and was transferred to another facility to finish the implant procedure. No further patient complications have been reported as a result of this event.